Event description:
It was reported that a homechoice device experienced a system error 2267 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill 4 of 7 of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient disconnected both supply bags and switched the lines and then reconnected the same solution bags. The technical service representative assisted patient with clearing the alarm and advised to start over with all new supplies or perform continuous ambulatory peritoneal dialysis to complete therapy. Proper procedures were reviewed with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Disconnecting supply bags and switching the lines with the same solution bags is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.